Event description:
Reportedly, the device memories revealed a modeswitch episode due to a supraventricular tachycardia. When the svt was terminated, the device stimulated with a fix ventricular cycle length of 531 ms (probably in ddi mode). The modeswitch reaction lasted approximately 20-30 seconds. In the device parameters, modeswitch was activated with fallback rate set at 60 min-1; smoothing feature was deactivated.the physician requested some clarifications regarding the device pacing behavior in relation to the programmed parameters.

Event description:
Reportedly, the device memories revealed a mode switch episode due to a supraventricular tachycardia. When the svt was terminated, the device stimulated with a fix ventricular cycle length of 531ms (probably in ddi mode). The mode switch reaction lasted approximately 20-30 seconds. In the device parameters, mode switch was activated with fallback rate set at 60 min-1; smoothing feature was deactivated. The physician requested some clarifications regarding the device pacing behavior in relation to the programmed parameters.

Manufacturer narrative:
B5 corrected: typo. Please refer to the attached analysis report.